Manufacturer narrative:
***Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-oct-10. It was reported that the catheter revision was due to a post spinal fusion infection which was not caused or exacerbated by the device or therapy. No further complications were reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n243975006, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the representative was informed that the patient was going to have a catheter revision. The reason for the revision was unknown. It was scheduled for (B)(6) 2018. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting steps were performed. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.